Manufacturer narrative:
Testing and investigation found that the device battery was warm and swollen. This was due to a deteriorated battery. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the service center, it was noted the device battery was warm and swollen.